Event description:
It was reported by the patient the implantable cardioverter defibrillator (ICD) sounding steady tone for the last week "its driving me crazy."  Two types of audible patient alert tones the ICD can emit was explained to the patient.  The patient was adamant it is a steady tone/magnet tone but confirmed no objects within close range of the ICD.  Additionally, patient alert tone also sounds every few hours and during the night around 2:30 a.m.  The reported alert is indicative of a lead integrity issue.  It was also reported that there was suspected inappropriate magnet tone with the patient also stating device alarming every hour of the night, in the shower, in a parking garage, at work, and in the kitchen; no pattern to it.  The patient made sure to be away from magnets, but the ICD device kept sounding.  The ICD was explanted and replaced.  The rv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.